Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 500 mg/dl and current blood glucose level is 358 mg/dl. Customer then received an insulin blockage alarm. Customer also mentioned about under delivery. Customer reported they had a back-up plan available and treated for high blood glucose with insulin pen. Customer reports they had contacted their healthcare professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Insulin pump will not be returned for analysis.